Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-3636h self bunching 1.8 knotless hip fibertak failed. The surgeon accidentally threaded the repair stitch through the tape while passing through the labrum. The surgeon did not notice this problem until the sutures were tangled. While unraveling the sutures, the anchor pulled out. Everything was removed from inside the patient and the case was completed with another anchor. This was discovered during a hip scope procedure on (B)(6) 2023.

Manufacturer narrative:
Complaint is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.